Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a functional endoscopic sinus surgery (fess). It was reported that the system passed registration and was accurate on the surface but was inaccurate in sinuses. They were registering the patient and touching known land marks it showed as accurate. As they entered into the sinus cavity the surgeon felt they were inaccurate inferior by 3-4mm. They re-registered the patient and the exact same occurrence happened. They re-registered a third time and they remained accurate for the rest of the case. The site experienced less than 1-hour delay. There was no reported impact to patient outcome. No additional information was provided.

Manufacturer narrative:
The software investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. The logs and archive were reviewed but provided no additional insight regarding the cause of reported complaint. If information is provided in the future, a supplemental report will be issued.